Manufacturer narrative:
(B)(4). Batch # r5ah4e. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows a device with a green reload loaded from anvil area. The reload belong the batch r54g03 and it can be seen all staple legs protruding of cartridge. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, and the staples were noted to have the proper b-formed shape. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Would not fire. It was reported that during the radical resection of colon cancer, could not fire when severing rectum tissue on the 1st firing. And noted all staples were protruding. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.